Event description:
Boston scientific received info that this pt experienced a near syncopal episode. An electrocardiogram revealed that it appeared this right ventricular lead was capturing the atrium with a narrow and upside down qrs wave. However, a chest x-ray was taken, and the lead had not dislodged and no other issues with the system were noted. No further pt symptoms were noted. No remedial actions has yet been taken. The lead remains in service. No further info is available. This report will be undated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.